Event description:
Per medwatch mw5106823: patient reported had to use two emergency mixes over the weekend due to premixed cassette issues. They were not able to state the pump alarm but did confirm that both cassettes alarmed on both pumps and the alarm cleared when they used their emergency cassettes. They confirmed its not a pump issue but a cassette issue. Lot number not available. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No.

Event description:
Additional information received: patient information was provided. It was reported that the device would be returned.

Manufacturer narrative:
Other, other text: additional contact information: (B)(6).device evaluation: four (4) cassette samples from part number 21-7302-24 were received in used condition without original packaging. Visual inspection showed no discrepancies. Functional testing involved filling the device with water and connecting it to a cadd legacy plus pump to look for unusual function. The samples fully primed, connected with no difficulty and no alarms were activated when the pump was set to running. Based on the investigation, the complaint allegation was not confirmed., corrected data: d1, d2, d3, d4 catalog number, e1 contact.